Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in brand name: pipeline flex with shield technology model number: ped2-500-20 mdrs related to this event: 2029214-2019-00371, 2029214-2019-00372, 2029214-2019-00374. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline failure to open during a procedure. The patient was undergoing embolization treatment with flow diversion for a small unruptured fusiform right para ophthalmic aci aneurysm, measuring 7.5mmx7.5mm, landing zone distal 3.5, proximal 4mm. The vessel was observed moderately tortuous. The devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, the first flow diverter was placed. The device was reportedly too long and did not have optimal wall apposition. Due to sub-optimal wall apposition, additional pipeline devices were attempted to be placed. A pipeline device (ped2-500-20) was attempted. The device reportedly did not open on the distal end despite resheathing/redeployment. After several tries the distal braid again seemed to be damaged under x-ray. The device was removed and the distal braid was observed to be damaged. The procedure was continued using another manufacturer's device. There were no patient symptoms or complications associated with this event.